Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 24287878.

Event description:
It was reported that the patient experienced an allergic reaction to the deep brain stimulation (dbs) burr hole covers and the surgical wound had not closed. There were no other symptoms of allergic reaction. The patient underwent a surgical procedure wherein the physician removed the burr hole covers and secured the leads with medical adhesive. The explanted burr hole covers were not returned by the facility.